Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor is defective. This occurred during testing, no patient involvement.

Manufacturer narrative:
D3, d4, e1: correction. D9: 03-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed cassette attachment alarms. Functional testing was performed, and the unit was not showing latched when the latch was engaged. The latch/lock flex sensor was found to be worn/defective and was replaced to resolve the issue.